Event description:
It was reported to philips that the system gave an alert indicating the image processing computer's memory had a problem which can prevent imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the ippc memory failure. No service has been performed by philips since the service quotation was not accepted by the customer, because the system had already been decommissioned (uninstalled). To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.